Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor patient reported sudden painful stimulation and that the experienced sharp shooting pains in their back and vagina area from the stimulation. Patient was on program 4 and 4.5v and was changed to program 1 at 4.0v and patient stated they felt stimulation strong and comfortable in the bike area. No further complications were noted or anticipated.